Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, the stopcock of the sphere inflation device would not attach to the cook balloon. The stopcock would not seal correctly. It kept spinning as if it were stripped. The physician removed the stopcock and proceeded with no further issues. No patient harm was reported and no additional procedures were required

Manufacturer narrative:
This incident was previously reported to capture the initially reported failure mode. However, following a cross functional assessment of the risks posed by this failure mode, it was determined that the risk to the patient is not substantial enough to warrant reporting under 21 cfr part 803 reporting regulations. As such, this incident has been reassessed and is no longer reportable. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.